Event description:
Quadra stem and head were revised due to pt's joint getting infected. Stem and head were removed and washout performed. New stem and head were then implanted.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 2 lat - ref. 01.12.032 / lot 101795 (30 stems produced): all parameters were found to be accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Eleven stems belonging to this lot have been already implanted and no other incidents have been reported up to now. Ceramic femoral head manufactured by ceramtec (B)(4) and only distributed by (B)(4): we bought 114 heads of the lot involved. Seventy three heads have been already implanted without any other similar case. From the data collected, there is no evidence that the infection occurred is device related.